Event description:
It was reported that during an anterior spine fusion to divide the small lumbar vessels in order to gain access to the spine, the first clip dropping from the jaws intra-op as soon as engagement is began with the handle. This has not resulted in any negative outcome for patient, but time is needed to remove the fallen clip. In addition, there is variation of pressure/force that it takes to fire the device. The handles do not "squeeze" as tight as they should or the handle "squeezes" to tight transecting the vessel versus ligating the vessel. Again, there has not been any negative outcome for the patient. This is not the first time this has occurred, but no specifics around any events or number of events are available. No device will be returned.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Conference call with ees life cycle engineer, field quality engineer, headquarter sales rep, customer quality representatives and the user took place to discuss their recent challenges. The amount of complaints cannot be determined as the issues were not documented. Potential causes were discussed and the account was informed about the complaint process. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.